Event description:
It was reported that this right ventricular (rv) lead was accidentally cut by the physician, exposing the inner electrical components while opening of the pocket to revise a different lead. As a result, the rv lead was surgically abandoned. A new lead was successfully implanted no additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.